Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The back canes both bent when the person was pushing and tilting the patient back going up a curb.